Event description:
The report indicated that the customer experienced high bg's (313-437 mg/dl) in conjunction with an occlusion alarm. Her goal bg range is 80-180 mg/dl. Blood was observed in the cannula, but no kink was reported. The pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.